Event description:
The event involved a chemosafelock bag spike. It was reported that there was a leakage. There was no reported patient involvement and harm.

Manufacturer narrative:
B3 - date of event: unknown e1 - initial reporter phone: not provided h4 - device MFR date: not provided d4 - lot, d4 - expiration date, d4 - primary UDI number: not provided the device has been received for evaluation; however, investigation is not yet complete.